Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the middle stent struts were frayed. The procedure was completed with a new stent. No patient complications were reported and the patient was not harmed.